Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The lead was returned severed at approximately 590 mm from the terminal end; only the proximal segment was returned. An extracting stylet was also stuck in the lead and body fluid was present in the lead lumen. Testing was completed to assess lead electrical performance and measurements were within normal limits. Insulation damage (abrasion) was observed approximately 65 mm from the terminal end, consistent with lead-on-can abrasion.

Event description:
It was originally reported in 2021 that the implanted pacemaker alerted due to low right ventricular (rv) intrinsic amplitude. A portion of the lead was recently received by boston scientific with no other information and analysis results showed there to be damage to the insulation.